Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2012 due to vaginal mesh erosion.

Manufacturer narrative:
(B)(4). Concomitantly on (B)(4) 2006, the patient underwent a tah with bso, cystoscopy, sacral colpopexy, vaginal wall suspension. It was reported that patient experienced extrusion, infection, urinary problems, recurrence, bleeding, and vaginal scarring. On (B)(6) 2012, the patient underwent another procedure for mesh removal, laparoscopic colpectomy with removal of densely scarred vaginal apex, cystotomy repair, left uretheral stent placement, lysis of adhesions with enterolysis from vaginal apex and dissection of the bladder from the anterior vagina and apex of the vagina. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.